Manufacturer narrative:
The enterprise 8000x bed with activated indigo (intuitive drive assist) was pushed out of the lift by the orderly (customer staff). It ran away and stopped hitting in the wall. The bed was in use by patient at that time. No injury occurred. Following the event, the bed was tested by the arjo technician and the claimed issue was not duplicated, the indigo module worked correctly. No unintended movement, no acceleration was found. The indigo hub wheel was replaced and returned for evaluation to the manufacturer. No issue with the returned part was found, it operated correctly. Based on the event description, evaluation of returned part and consultation with the electronic engineer, the claimed issue seems to be caused by the indigo pcba failure. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿. Each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was in use with the patient at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the unintended movement of the indigo module.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Based on the collected information, the enterprise 8000x bed with activated indigo (intuitive drive assist) was pushed out of the lift by the orderly (customer staff). It ran away and stopped hitting in the wall. The bed was in use by patient at that time. No injury occurred. The bed was tested by the arjo technician and the claimed issue was not duplicated, the indigo module worked correctly.

Manufacturer narrative:
The bed was tested by the arjo technician and the claimed issue was not duplicated, the indigo module worked correctly. The indigo hub motor availability was confirmed and part return for further test is ongoing. Results of the analysis will be provided to the follow-up report.